Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on 06-sep-2024. The glucose level was 13.9 mmol/l. No further information available.